Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative.it was reported that the patient's ins was overdischarged due to non-compliance. There was no response from the patient programmer or the clinician programmer. A trickle charge was attempted in the office and was unsuccessful; the patient was sent home with the trickle charge continuing and they were instructed to call the representative with updates to the progress and any problems they had. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for an unknown indication for use. It was reported that the patient had the poor communication screen on their programmer. They had a rechargeable battery and they were not able to communicate with their recharger. It was documented that the patient¿s last successful charge session was about four months ago. The patient was redirected to follow-up with their healthcare provider to address the possible overdischarge or to request for a manufacturer representative (rep) to come check the device. The patient stated that their doctor didn¿t allow reps at the clinic anymore. It was recommended that the doctor could call into technical services and they could walk them through checking the device. The patient mentioned that they had their device jump started a couple of times in the past. They were told that if this was their third time that they device would have to be replaced. The stated they thought it was their third time. No symptoms were reported. It was asked but was unknown when the possible overdischarge occurred but stated about four months ago. It was reported that the patient had not been happy with their device. They stated that they didn¿t use to have to recharge and this one they had to put the belt on and sleep with it overnight and then it was not charged in the morning. It was explained that it was not recommended that they charge when they are sleeping as they can lose connection. Additional information was received from the patient later the same day stating, workmans compensation was requiring that the patient have the ins interrogated prior to them having the ins replaced due to normal battery depletion. It was reported that workmans compensation flies them to (B)(6) for the surgery and want to have the ins check first. It was reported that the ins was not working. The change in therapy as not related to positional movement. No actions were taken prior to the call. The patient stated that they were not able to connect to the ins with their programmer or recharger. They stated that they were able to charge their ins about four to five months ago. No symptoms were reported. The event date was asked but was unknown but stated maybe four to five months ago. The patient was redirected to follow-up with their hcp. The patient had mentioned that they had their ins in the overdischarged state 2 time. The patient stated it was reset two times about two to three years ago. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the ins was first noticed to not be working in (B)(6) 2017. They had met with a manufacturing representative (rep) who had verified the ins was not working. The patient has been scheduled for a replacement surgery but the date of the surgery was not provided in the report. No further complications were reported or anticipated.